Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported that during a peritoneal dialysis (pd) treatment there was fluid leaking. Fluid leaked onto floor, but it was undetermined from where it was leaking. There was an air detected in cassette warning during drain 1 of 5 prior to noticing the leak. In a follow-up, a nurse verified the leak event and said there was no harm, intervention or adverse event due to the leak event. There are no samples to return for analysis.

Event description:
A nurse reported that during a peritoneal dialysis (pd) treatment there was fluid leaking. Fluid leaked onto floor, but it was undetermined from where it was leaking. There was an air detected in cassette warning during drain 1 of 5 prior to noticing the leak. In a follow-up, a nurse verified the leak event and said there was no harm, intervention or adverse event due to the leak event. There are no samples to return for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.